Manufacturer narrative:
Examination of returned device found the product to be non-conforming. Review of the device confirmed the reported condition. It was determined that the correct carton and carton label were used. The nonconformance was the patient label inside the carton. The root cause of the event was most likely attributed to a labeling control issue. Corrective actions have been initiated.

Event description:
It was reported that upon inspection, three items had mislabeled sterile pouches. The sterile pouches were labeled differently than the outer carton and the screw inside the packaging.